Manufacturer narrative:
Spacelabs technical support assisted the customer remotely during the event. A spacelabs field service engineer performed an investigation of the device including the logs and confirmed the reported complaint. Power cycling the system resolved the problem. The customer confirmed that monitoring of the telemetry patients was restored. Spacelabs considers this report complete and this matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2018 a system wide loss of telemetry data occurred at the 7ccn central station. No injury was reported. Users were not able to monitor patients.